Event description:
It was reported that the patient presented to the emergency department due to having received shocks from the implantable cardioverter defibrillator (ICD). A remote transmission was generated and reviewed by qualified personnel. It was determined that the right ventricular (rv) lead was oversensing noise, causing multiple inappropriate therapies to be delivered. It was additionally reported that the rv lead had triggered a lead integrity alert (lia) for elevated sensing integrity counter (sic) and high-rate non-sustained episodes. The pace-sense portion of the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.